Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hypoglycemia and the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose level was 44 mg/dl, 91 mg/dl, 47 mg/dl and sensor glucose value was 40 mg/dl. The customer was treated with food. . Insulin delivery was suspended due to sensor glucose and blood glucose difference. Blood glucose value associated with the triggered suspend event was 91 mg/dl. . Low limit in sensor settings was 70 mg/dl. Customer has been using insulin pump system within 48 hours of reported low blood glucose events. Based on customer¿s report customer did not allege insulin pump was over delivering. The customer also reported blood at site. Customer states the site was not actively bleeding. Customer stated that the top of the infusion was not sticking. The sensor and insulin pump will not be returned for analysis.